Event description:
Complainant had heard the recent press release, and called to report she had used the bausch and lomb renu moisture loc contact lens solution, and had suffered an eye infection. Complainant had sent all of her renu solution, along with a medical release, to bausch and lomb approx 1 to 2 weeks ago, and did not have specifics on her treatment dates or lot #s of the suspect solution, but supplied the following. She first started using the renu as samples from her regular eye dr on approx august of 2005. She first started noticing problems with her eyes around november or december of 2005: at that time, she was using contact lens solution from 2 bottles of the renu. Symptoms included redness, pain and oozing. She reports having no allergies. She began to wear her contacts on and off. In january of 2006, she went to hosp, where her dr began treating her for an eye infection with antibiotic drops, at which time she discontinued use of contacts: she specifically stated there were no scratches found in her eyes, and did not know what type of infection she had. She stated she used 2 prescription fills of the antibiotic drops. Approx 10 days after beginning treatment, and while still using the antibiotic drops, she resumed using contacts, after disposing of 2 previous pairs. During this time, she was still using contact lens solution from the 2 bottles of renu moisture loc, and continued to experience occasional eye problems. One day at work, she began to use a walmart generic contact lens solution, as she was running low on the renu. She stated her eye problems began to clear up. She discontinued usage of the renu, and her eyes have returned to normal.